Event description:
Report received of an overdelivery. At 0530 in the ICU, channel 2 of the pump was programmed to deliver an unspecified concentration of propofol at an unspecified rate. At 0630, the nurse noted the propofol bottle was empty. It was unspecified if the ventilated assisted patient experienced any adverse effects. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.